Event description:
Bilateral ruptured implants. 45 yr old white g3p3 female status post subcutaneous "martx's" for polycystic disease with "inmed" submuscular implant reconstruction 2-24-84. Mcghan 205cc right and 190cc left. Due to continued asymmetry she had exchange with bilateral 255cc gels 5-15-84. The left was ruptured. Pt complained of continued asymmetry without pain for yrs, left greater than right. Right decreased, no history of trauma. Positive systemic signs and symptoms since. Symptoms include: arthralgias, myalgias, dysesthesia paresthsias, fatigue, sleep disturbance, hot flashes, sweats, headaches, dental problems, dizziness, memory loss, sicca, rashes, cold sensations, shortness of breath, chest pain, hypertension, weight gain, gastrointestinal disturbances, & easy bruising. Healthy otherwise except severe kyphoscoliosis with right hypoplasia.